Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was replaced, and therapy restored.

Event description:
It was reported the patients ipg reached end of life. It was noted that patient used very high settings. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.